Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported that during the index procedure, a sentrant 16fr was inserted from the right side and the etlw1613c156ej was placed in the sheath. It was noted that the device was planned to be landed on the common iliac artery (cia), but one stent landed on the external iliac artery (eia). The procedure was completed without endoleak. As per the physician, the cause of the event was related to user error due to misidentification of the vessels. It was confirmed that the event was procedure related but not device related. No additional clinical sequelae were reported and the patient is fine.